Event description:
The complainant reported that the impella rp placement signal not reliable alarm occurred. X-ray completed, which confirmed position. The patient expired while on support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for investigation. Data logs show that three hours into the case the central venous pressure (cvp) goes out. The placement signal not reliable alarm is triggered. The signal-to-noise ratio drops to 0, cvp goes out of spec, contrasts decreases, lamp increases, and gain and light decrease slightly but are overall stable. There is also a motor current and placement signal spike at this time, indicating something hitting the impeller. The optical signal never recovers, and the case continues for 48 more hours. Clinical states that continuous renal replacement therapy (crrt) was being used while on support. The root cause of the optical signal issue was most likely a damaged sensor due to interaction with crrt lines. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.